Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no reported impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was informed that the cartridge alarm only occurs when the pump is placed on the charger, and they will continue using the pump. The customer plans to call technical support again if the alarm reoccurs during charging.